Manufacturer narrative:
(B)(4). Evaluation summary: the catheter was returned with blood and contrast visible in the inflation lumen and blood inside the balloon, which was loosely folded. This is consistent with the reported use of the device leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter to rated burst pressure (rbp), but the balloon would not inflate due to the dried blood and contrast noted. Therefore, the device was left in a water bath overnight to dissolve the blood and contrast and the analysis confirmed that there was a longitudinal rupture in the balloon above the distal balloon marker, extending proximally for a length of 8 mm. It could not be determined if the rupture was along a crease or fold in the balloon. Balloon material ruptures can be affected by numerous factors including, but is not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Based on the information provided, the lesion was moderately calcified and may have contributed to the reported difficulty. Scanning electron microscopy (sem) analysis determined that the balloon failure may have been attributed to damage initiating from the inside of the balloon as partial tearing and longitudinal lines were observed along the inner surface adjacent to the fracture. Damage of this type is usually most consistent with exposure conditions during the procedure, a material/processing discrepancy, or multiple inflations and/or high stress being applied to the balloon material. In this case, since the balloon was initially pressurized multiple times without incident, this may have contributed to the experienced ruptured. Additionally, there was no report of any leaks noted during preparation for use, which suggests that the balloon was not damaged prior to the procedure. It was also reported that the balloon was not soaked in saline prior to using the device, which may have also contributed to the reported event. It should be noted that the mini trek instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Based on the information received and the analysis of the returned product, the reported balloon rupture appears to be related to operational context of the device and not a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: durastar 2.5 x 15mm. Guide wire: balance middleweight universal ii. Stent: xience prime 2.5 x 38mm. The 2.5x12 voyager nc (part# 1011752-12, lot# 9030961) is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the balloon was not submerged in saline during balloon preparation. Additionally, balloon rupture occurred after the third inflation during dilatation.

Event description:
It was reported that during the pre-dilatation in the moderately calcified mid circumflex artery, the 2.0x20 mini trek balloon was inflated to 12 atmospheres and ruptured. The device was easily removed from the anatomy. A 2.5x12 voyager nc balloon was advanced and inflated to 16 atmospheres and a rupture occurred. The device was easily removed from the anatomy. Dilatation was successfully performed using a non-abbott device. There was no significant clinical delay in the procedure and no adverse patient effect. Though requested, additional information was not provided.